Manufacturer narrative:
The device was explanted, but was not returned. Follow-up report indicated that the patient is doing well and plans to be re-implanted in the future. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Manufacturer narrative:
The device was not explanted. Nevro has attempted to obtain details regarding the event; however, no additional information was provided. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no non- conformities were found.

Event description:
It was reported to nevro that a patient had acquired a staph infection. The patient was treated with oral and IV antibiotics. There were no reports of further complications.